Event description:
It was reported that pump experienced recurring malfunction messages, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer was able to reset malfunction code, but due to customer reporting at least 3 previous occurrences of same malfunction on this pump, cts decided to replace pump. The customer reverted to an alternate method of insulin therapy.